Event description:
Event description guidant received information that this left ventricular (lv) lead no longer captured the myocardium six months post implant and the patient's heart failure symptoms were progressing. Attempts to explant this lead at the revision procedure were difficult as the distal end lodged in the clavicle region. Continued attempts to free this lead, resulted in the electrode tip breaking off and it now remains in the left middle clavicle region. Since this tip appeared not be in the vasculature and no exposed wire was present, it was determined no additional procedure was necessary. Another lv lead was attempted, but resulted in elevated thresholds and diaphragmatic stimulation and could not be placed and another model lv lead was successfully implanted. The explanted portion of the chronic lead was returned to guidant for analysis.